Event description:
Allegedly, patient was revised due to instability and pain of his right knee. Possibly has a ruptured pcl (posterior cruciate ligament). Components not revised: right femur product ID: kftcpc3r lot #: 1537324; 3+ biotib base product ID: ktscfm31 lot #: 1524649; 35mm patella product ID: kpon35mb lot : 1549486.